Event description:
It is reported that patient had called tech services and stated that he is experiencing pain at the pacemaker implant site. Tech services had recommended to work with his doctor. Device is still in use. No further patient complications have been reported as a result of this event.

Event description:
It is reported that patient had called tech services and stated that he is experiencing pain at the pacemaker implant site. Tech services had recommended to work with his doctor. Device is still in use. No further patient complications have been reported as a result of this event. It was reported patient is feeling 'short of breath' and 'dizziness' when he walks. It also was reported that patient was feeling this way for a 'couple of weeks' and the last device check was few weeks before the symptoms began at which time he was told everything was 'okay' with the pacemaker. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.